Manufacturer narrative:
The evaluation of the returned user interface touch screen has been completed. The exchanged panel control cable was not returned, and no device logs were received. No further issues have been reported after the user interface touch screen and control cable were exchanged. The panel control cable connects the user interface with the patient unit. The returned user interface touch screen had no touch functionality when tested in a reference ventilator, possibly due to the scratches n the screens surface or, due to connection problems with the panel hardware. The buttons were however still working. A malfunctioning panel touch screen may render the user interface screen unresponsive. A faulty or loose panel cable may cause the user interface screen to turn black because the contact with the screen is lost. Ongoing ventilation will however continue with current set user parameters. It was also reported that a battery alarm was generated in connection to the event and that the event occurred during pre-use checks tests. The battery alarm was not accompanied with any further information to confirm this. The cause for the reported event cannot be determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator shutdown while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.